Event description:
Right heart failure, elevated lft ldh, suspect right pe, elevated vad flow and power, tee negative for thrombus resulting in pump exchange. Also noted lateral rotation of vad inflow with suspect turbulent flow